Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with two episodes lasting over five hours, received high glucose alerts, and noted unusually rapid insulin depletion after one day, which coincided with a dislodged infusion site requiring tubing priming and increased food intake. Symptoms included none reported. Outcomes included successful correction through a complete supply and infusion site change, with guidance that the new set should last the normal duration and a plan to monitor for glucose reduction. Investigation included customer support, troubleshooting, and education on performing a full supply and infusion site change. Investigation of this case revealed that insulin delivery was likely reduced due to the dislodged infusion site and additional priming, compounded by increased carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear.